Manufacturer narrative:
Sections with additional information as of 6-jan-2021: h6: updated FDA's method, result, and conclusion codes. H10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-3 error. The product is stored according to specification in the bedroom. Test strips were expired: mv3172, manufacturer's expiration date of 08/28/2020. Customer had another vial that had been stored and handled correctly, lot mx4333s, manufacturer's expiration date of 01/22/2022, open vial date of 10/05/2020. The customer declined to perform a blood test during the call. At the time of the initial call, customer had felt well and did not report any symptoms. Customer had called back the same day to troubleshoot and stated that she felt lightheaded and dizzy; customer did not know if it was her blood pressure or diabetes. Medical attention was not needed at the time of the call. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 269 and 263 mg/dl using truemetrix air meter; customer was satisfied with the results obtained.